Event description:
The patient indicated that the stimulation felt like it was pinching her at the neurostimulator (ins) implant site when she walks or bends. The patient indicated that the implant site was sore. The patient was uncomfortable when she sitting down where the ins was implanted. The patient stated that the unit bothered her a little bit before (since implant) but not as bad as it was bothering her now (which started this weekend). The discomfort got worse this weekend. The patient stated that one of her holes from the surgery started to drain again about 3 weeks ago (where the wires were inserted). The patient went to a wound care center for many weeks. The patient was given med honey and prism to use on the incision to get it to heal. The patient stated that the incision will not completely close. These issues have been since implant. The patient stated the stimulation was not bothering her it was the unit that bothered her. The patient appointment with health care provider was scheduled for wednesday to have the device checked. Additional information received on (B)(6) 2015 indicated that the patient received assistance from their manufacturer representative or healthcare provider and her concerns were resolved. The patient appointment was scheduled for (B)(6) 2015. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports an infection. The patient stimulator was removed on (B)(6) 2015 due to infection. She wondered if that robotic instrument thing they used to do the surgery was clean. The area of infection was at the lead. The infection was confirmed which was at the base of her spine where the wires go in. Since implant on (B)(6) 2014, the patient said it has been so bad, the drainage would go through her panties and gown. It would get on her bed and she had to put a pad down. She went to a wound care center from (B)(6) 2014 to (B)(6) which they could not heal her. The hole was tiny but would never close up. The ins (stimulator) site healed up real good no trouble with it. They finally did a culture and it was a staff infection. Culture was done some time at the beginning of the (B)(6) 2015. The neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0m262, implanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va0m262, implanted: (B)(6) 2014, product type: lead. (B)(6). (B)(4).